Manufacturer narrative:
The subject device was returned to olympus for evaluation and the customer¿s reported problem, of a scratch on the rubber bending section of the insertion section was confirmed. The device evaluation found that adhesive around the objective lens was peeling (the reportable malfunction) and the adhesive on the rubber bending section had a chip in it. It was also found that the bending angle in up direction does not meet the standard value, the forceps elevator lever was worn. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The concerned product was last repaired on november 17, 2022. The cable section and the universal cord were replaced at that time. Based on the results of the investigation, a root cause of the peeling adhesive around the objective lens was unable to be identified; however, the cause is potentially due to stress of repeated use, external factors or handling. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. The instructions for use manual provides instruction on preparation and inspection (chapter 3.3) that states, ¿inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens or other irregularities. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, that there was a scratch on the rubber bending section of the insertion section. There was no patient involvement alleged. The device was returned for evaluation and during the device evaluation, the following reportable malfunction was identified, the adhesive around the objective lens was peeling off. There were no reports of patient harm.